Event description:
Voluntary reporting device problem/no patient harm: during a laparoscopic cholecystectomy. Surgeon removed suction/irrigator system to clean the spatula tip. Surgeon noticed that spatula tip was protruding out of the lumen when it usually fully retracts. Upon further investigation the lumen of the suction/irrigator was found to be "melted" off and in the lap pad that the surgeon had cleaned it with. There was no injury to the patient. FDA safety report ID# (B)(4).